Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date an unknown size navitor valve was chosen for implant. A moderate paravalvular leak was noticed post implant.

Event description:
N/a.

Manufacturer narrative:
An event of moderate paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.